Manufacturer narrative:
Remote support to correct the problem. The restoration process has been completed and the monitor can be put back into service. The product will not come back and we will not be able to go any further in the analysis and search for cause.

Event description:
Systematic reboot. Change of monitor during the monitoring procedure, absence of monitoring for a few minutes.